Event description:
During a trial lead placement procedure, the pt reported discomfort. The physician aborted the procedure and explanted the lead. The pt is reportedly doing well.

Manufacturer narrative:
The explanted device was discarded by the medical facility and will not be returned for eval.